Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned to olympus for evaluation. And the reported blood-like foreign material in the nozzle could not be confirmed. The event may be detected/prevented, by following the instructions for use sections below: chapter 6: application and conditions of cleaning, disinfection and sterilization. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is being performed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that during the reprocessing of the ultrasound gastrovideoscope in the endoscope reprocessor a bloody worm-like substance came out of the scope. The scope was cleaned using the air / water channel cleaning adapters due to concerns that contaminants remained inside. The issue was found during reprocessing. There was no report of patient harm. Related patient identifier: (B)(6) for additional devices reported for the same event.